Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. There was no frozen screen on the insulin pump. The battery out limit alarm was unable to be verified due to unresponsive buttons. The device was received with minor scratches on the display window, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that during a bolus attempt the keypad was unresponsive. Customer replaced device with a new battery and received a battery out limit alarm. Troubleshooting for keypad anomaly was performed. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.